Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system due to atrial pacing observed after an atrial tachy response (atr) episode had ended. Ddd pacing was observed at 100 beats per minute (bpm). Upon review, doo magnet pacing was suspected as this phenomenon occurred in numerous other atr episodes and a message from the stored event indicated "user applied magnet." When technical services (ts) inquired about possible electromagnetic interference (emi) sources, it was noted that the patient used a continuous positive airway pressure (CPAP) machine and headgear. This pacemaker remains in service. No adverse patient effects were reported.